Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. It was reported that a balloon dilatation catheter encountered resistance with the guide wire during removal. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the lesion in the left anterior descending (lad) coronary artery with moderate calcification. A versaturn guide wire was in the lad and another versaturn guide wire was in the diagonal coronary artery. The wires were consistently wetted throughout use. A 3x10 mm nc scoring balloon from another manufacturer was advanced to the lesion and inflated twice. During removal of the balloon, it became stuck with both of the versaturn guide wires and it was noted that the balloon was snug and was pulling both wires back. The three devices were removed together. The lesion was re-wired and a stent was implanted to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.